Event description:
Two probes from a three probe case. The probes are burning the patient and causing blisters. The heat does not dissipate evenly through the rod and freezing the skin on the outside. Complaint 1 of 2.

Manufacturer narrative:
Device evaluation confirmed the reported issue. Further evaluation determined the cause to be a vacuum sleeve failure.